Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch utlrasmart meter would not power on. The pt tests her blood glucose 4-6 times a day. She manages her diabetes with sliding-scale humalog insulin based on her meter readings. The pt indicated that the alleged meter issue started two days prior, at 8:00 am. As a result of the alleged meter issue, the pt claimed that she was unable to test her blood glucose. She started guessing on her sliding-scale insulin dosages. At 8:00 pm that same days, the pt claimed that she developed symptoms of frequent urination. The pt took an unspecified dose of insulin to help relieve her symptoms. In another case, the pt claimed that she probably took too much insulin after guessing on the amount and developed symptoms of shakiness. She administered self-treatment by eating food which helped to relieve her symptoms. The pt's blood glucose was not tested on another device during the time of concern. The pt denied seeking or receiving medical attention from a health care provider as a result of the alleged meter issue. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.